Event description:
Per the clinic, the patient experienced lack of incision healing. Subsequently, the patient underwent a skin flap revision surgery on (B)(6) 2026. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.